Event description:
Additional review indicated that the patient had more pain at night.

Event description:
A confirmed motor stall with recovery was reported. The stall was due to MRI; it was stated that the pump was in a "false motor stall/in telemetry state due to MRI" as the pump was not checked after MRI on (B)(6) 2012. Patient was seen for a refill on the date of this report and when interrogated twice, the recovery was noted in the logs as the date of interrogation. Patient reported some increase in pain in her legs but did not hear any alarms. Drugs delivered via the device were morphine, fentanyl, and clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8703w, lot#: l37415, implanted: (B)(6) 1996, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).